Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the ventricular lead. The r-wave amplitude had decreased since implant. After an unsuccessful repositioning attempt, the lead was explanted and replaced. The lead will not be returned as the physician felt there was no malfunction of the lead.